Event description:
It was stated that the insulin pump does not have physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery, the display returned. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; display did return. Self test performed and it passed. Blood glucose value is 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.